Event description:
It was reported that the right ventricular lead dislodged potentially due to the patient's size. The lead was repositioned successfully on (B)(6) 2012. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.